Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he has been running auto mode for several months and have lost control and tried everything he think of and it was getting worse. This issues with the blood glucose started around two months when he also started coming down with the flu. He states he doesn't know exact high blood glucose number but he was in the 400mg/dl range of high and was treating the high blood glucose of bolus and manual injections to treat. He states it was running him a low blood glucose whatever he eats he goes up to the three 300mg/dl and before auto mode with correct and he doesn't know what he has done wrong. The customer reported that the selection button has developed a crack right in the center of it he just noticed that a couple days ago. He declined high blood glucose troubleshooting on the pump however this pump is going to be replaced to having cosmetic damage to it. The insulin pump will not be returned for analysis.